Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in subsequent submission.

Event description:
Related manufacturer reference number: 1627487-2019-13557. It was reported that patient had their leads explanted and replaced due to lead migration. Patient has effective therapy.

Manufacturer narrative:
A case of lead migration was reported to abbott. The patient had their leads explanted and replaced. Patient has effective therapy. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.